Event description:
The customer reported an error message related to the spo2 board on the spectrum monitor, which may have resulted in loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the spo2 board. The unit was tested to factory's specs. It functioned normally and was returned to use.